Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm maryland bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley, to be related to the customer reported complaint. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between and near the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument does not coagulate. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the user reported that no thermal damage was observed on the instrument or accessory, and no arcing was noticed during the procedure. There was no sparking or smoke; instead, the issue was that the maryland instrument did not coagulate even when the jaws were opened slightly. There were no injuries to the patient.